Event description:
On 24sep2015 an e-mail was received from a patient (pt). The pt reported that he/she used another brand of contact lenses for years without incident. The pt reported that he/she was switched to acuvue oasys contact lenses at the last yearly eye exam in (B)(6) 2015 by her eye care professional (ecp). The pt reported that he/she was diagnosed with a corneal ulcer. The pt reported that "if the super advanced lenses don't work with certain solutions tell people. Nobody wants to go blind. They would rather buy the right lens solution." On 29sep2015 the pt called and additional information was received as follows: the pt reported that (B)(6) 2015 he/she woke up with os pain. The pt reported that he/she replaces lenses every 2 weeks and doesn't sleep in the lenses. The pt reported that the os pain continued "through (B)(6) 2015 and that the pt saw a white spot on the os pupil". The pt reported that he/she saw the ecp on (B)(6) 2015 and was diagnosed with an os corneal ulcer. The pt reported that he/she was given a prescription for zylet ophthalmic solution. The pt reported that the ecp advised the pt to use the zylet eye drops every hour for 2 days os. On (B)(6) 2015 the pt returned to the ecp and it is reported the ecp advised that the "os corneal ulcer was improving and to continue to use the zylet eye drops four times a day for a total of seven days". The pt returned to the ecp in (B)(6) 2015 and she reports that the ecp advised that the os corneal ulcer was continuing to improve. The pt reported that he/she had a follow-up appointment scheduled for (B)(6) 2015. The pt reported the lot #, but was unsure if he/she had any suspect product to return for evaluation. A call was also placed to the pt's treating ecp on 29sep2015 and the ecp's representative advised that the pt would need to sign a medical records release form before any information would be released. Multiple attempts have been made to reach the pt by e-mail and telephone, but they have been unsuccessful. The product availability is unknown. A lot history review was performed for lot # l002ksw and revealed the batch did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. If additional information is received, will report within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.